Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. As the reported event was unconfirmed, a device history record review was not required. As the reported issue was unconfirmed, labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the tm onsite for training and hospital had arctic sun device on patient that was alerting 113 (reduced water temperature control). Tried to cool patient from 39c to targeted temperature (tt) of 37c. Had placed device in manual control at 10c. No pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 9.4c, outlet control temperature (t2) was 9.4c, inlet temperature (t3) was 9.4c, chiller temperature (t4) was 7.2c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 51 percentage, mixing pump command (mpc) was 0, heater was 19, water reservoir level (wrl) was 5, system hours were 5744 and pump hours were 4843. Advised to send device to biomed for evaluation of mixing pump.

Event description:
It was reported that the tm onsite for training and hospital had arctic sun device on patient that was alerting 113 (reduced water temperature control). Tried to cool patient from 39c to targeted temperature (tt) of 37c. Had placed device in manual control at 10c. No pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 9.4c, outlet control temperature (t2) was 9.4c, inlet temperature (t3) was 9.4c, chiller temperature (t4) was 7.2c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 51 percentage, mixing pump command (mpc) was 0, heater was 19, water reservoir level (wrl) was 5, system hours were 5744 and pump hours were 4843. Advised to send device to biomed for evaluation of mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.